Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device status is unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d4, d6b, e3, h1, h3, h6.

Event description:
Patient reported right side "rupture". Patient later reported "they were deformed and caused tremendous psychological discomfort" and the "rupture itself did not occur". Device has been explanted.